Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed via remote transmission. Review of the egms revealed possible myopotential oversensing. Programming changes were recommended. The patient has yet to be seen in clinic to make the changes.